Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient developed systemic infection. There was no indication that it was caused by the device. Vegetation was noted on the leads. Whole system including the implantable cardioverter defibrillator and leads was explanted. The patient was in stable condition during and post procedure.